Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor was reading inaccurately and causing her insulin pump to inappropriately suspend. The patient's sensor glucose at the time of incident was 60 mg/dl and her blood glucose was 102 mg/dl. Troubleshooting was declined since the sensor had otherwise been working. The customer was advised to monitor the sensor and call the 24-hour helpline if any questions arise. No products were shipped or returned.